Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Follow up confirmed the circuit breaker is the one of the hospital. Likely the issue is a compressor damage to the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the 3t heater cooler was triggering the fault current circuit breakers (fi) when switched. There was no patient involvement.

Manufacturer narrative:
Livanova technician on site confirmed that the compressor of the heater cooler was damaged and could not be repaired, therefore customer decided to scrap the device. A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported, neither concerning trend has been identified. Based on investigation of a similar complaint, a potential breach in the cooling coil may occur due to the stirrer flow within the tank leading to erosion of the cooling coil. This could allow water to enter the cooling circuit and compressor unit, resulting in increased leakage current and subsequent tripping of the circuit breaker. A review of the service history revealed that an erosion kit upgrade, featuring a new pump head design for the stirrer motor to prevent water flow toward a confined area of the evaporator coil, was installed in 2019. Thus, the erosion can be excluded as potential contributor to the reported event and the most likely root cause is related to the corrosion process affecting the coils and has progressed over time. No adverse trend has been identified for this type of event and the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.